Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks during exercising and the patient was told to avoid sports. Analysis shows appropriate initial rate detection with increased sinus rhythm, however, a morphology change is observed, leading to oversensing/double counting of noise. This results in a first shock likely being inappropriate. Post-shock, a ventricular tachycardia (vt) appears to be induced. The device appropriate detects and delivers a second shock, successfully converting the rhythm. It was noted that the patient experienced syncope during both episodes and currently is stable. The device was re-programmed to secondary vector, and the signal appears to be good. At this time, the device remains in service. No additional adverse patient effects were reported.